Event description:
It was reported that after ECMO (extracorporeal membrane oxygenation) was initiated and the gas was turned on, blood was observed dripping from the condensation port of the device. The device was replaced. (B)(4). Ref MFR report 8010762-2014-01401.